Event description:
It was reported to philips that the device gave a message stating, ¿the x-ray system is starting up¿, but the system would not start. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) evaluated the system and found that software of the pc that controls the system caused a time out at startup. The engineer restarted the system and issue got resolved. After restarting, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Certain procedures listed in the intended use above are used to prevent death and permanent impairment of the patient, for example in the cases of heart attack and stroke. The time it takes to clear a vessel occlusion is critical in these cases and to the outcome of the patient. Standard clinical practice/workflows dictate that an examination room be fully prepared prior to bringing a patient to the exam room for a procedure, including emergent procedures. This practice would include ensuring that the igts system is ready/powered on. There may be instances in which the system fails to power on as expected despite following the appropriate steps as outline in the IFU. There may be any number of reasons for failure of the system to power on prior to starting a procedure. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.